Event description:
The hill-rom field tech reported that the brakes would not hold on this bed. He found that the rollers that guide the brake cable were worn due to the age of the bed. He replaced the rollers and associated hardware to correct the issue. No adverse events were reported.